Event description:
Elvie double electric breast pump: I recently purchased this breast pump for pumping breast milk at work for my 3.5 month old infant. Elvie provides written instructions to sterilize the washable parts after each use, with the option to steam sterilize for no more than 5 minutes. I have followed these instructions explicitly, and the steam warped the shape of the breast shields, making suction ineffective. When I contacted customer service, I was advised that the parts are warped due to steam sterilizing, per their instructions, and that this is an ongoing and known issue with their parts. They recommended hand washing or cold sterilizing from now on, but will not replace the breast shields despite being responsible for their damage, as I am outside the 90 day warranty. I was advised instead to purchase new parts from them. My concern both as a mother and a health care provider (aside from the fact that this seems like a money making scheme) is that I assume FDA approval was based on their written instructions for sterilization. Yet, when consumers call to report damage to the product for using it as directed, they are being advised to sterilize a different way, or to not sterilize the parts at all (hand wash). Reference report: mw5144988.